Event description:
A malfunction was reported by the customer, malfunction code of malf 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer planned to use mdi as a backup therapy to ensure uninterrupted insulin delivery, and tandem technical support arranged to replace the pump.